Manufacturer narrative:
Ocd medical safety officer has assessed this event and determined it to be a serious injury. Broken vial and laceration was due to operator accidentally dropping the vial and picking up the broken glass with bare hands. No further investigation was performed. Operator properly cleansed wound and did not miss any work days due to this event. Ocd complaint database was reviewed and no trend for laceration was identified. (B)(4). Issue associated with accidental mishandling of vial.

Event description:
Customer reports a direct injury occurred on (B)(6) 2015 at approx. 10:00am, resulting in a cut to the left hand pointer finger. The 0.8% resolve panel b, lot vrb198 exp 11/11/14 was being stored after being used. The internal policy at this facility allows expired red cell reagents to be used for the purpose of "ruling out". Customer had removed her disposable gloves and began to replace the product into storage when vial #12 was accidently dropped. Customer attempted to pick it up, and the laceration resulted. The customer describes the injury as a pin-point cut, resulting when the shard of glass pierced the skin. The broken glass was removed immediately and customer began to bleed a small amount. The customer squeezed the finger to expel any foreign blood or debris that could have penetrated into the cut. Customer then placed the finger under running water, wiped the cut with an alcohol wipe and covered it with an adhesive bandage. The supervisor was notified of this exposure on the same day and it is their policy to report the issue to the manufacturer of the product. Customer is requesting disease marker screening results on the donor in question. Customer will report to the emergency center as per their protocol. Prophylactic treatment will be less invasive if customer is able to submit this report to the physician. Quality assurance officer and supervisor will process the incident report. There has not been any missed time from work due to this injury. Issue started on: (B)(6) 2015, frequency: isolated event, sample ID: (B)(6). Customer has discarded the broken vial. Ocd will fulfill the customer request and email the certificate of analysts which details the tests done on the donors used in the product.